Event description:
It was reported that the pt underwent an open left inguinal hernia repair with regional anesthesia in 2008 for a recurrent hernia. The pt had four previous surgeries. In 2009, the pt indicated that the hernia had re-occurred and that the pt had already undergone a re-operation for the hernia on an unknown date.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.